Manufacturer narrative:
Evaluation summary: a number of kinks were visible along the hypotube. The transition tubing and distal shaft were kinked extending 2.0cm proximal and 11.2cm distal to the guidewire entry port respectively. The support wire was kinked. Crystallized residue was visible in the balloon; the device was placed in a waterbath to disperse the residue. The balloon folds were opened indicating the balloon had previously been inflated. On removal from the waterbath negative prep confirming the presence of a leak. A leak was detected on the balloon working length. The balloon material was jagged around the short radial tear. (B)(4).

Event description:
It was reported that a physician was attempting a sprinter legend balloon. It was reported that the balloon ruptured at normal pressure (12atm) in a non calcified lesion. No patient injury reported.